Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 510 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer stated that they are getting sensor signal not found and then change sensor. Customer sated that she was off pump and stated that she was back on and will see if controls blood glucose. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.